Event description:
It was reported that a customer dropped their pump in water while on a boat, and afterward, the pump did not turn on. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it.